Event description:
It was reported that a malfunction occurred on the pump, identified by malf 12, with at least three instances on the same device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will receive a replacement pump with updated software from technical support, who provided instructions on returning the faulty pump. The customer will continue to use current pump for insulin therapy.